Manufacturer narrative:
The device is used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that the surgeon was performing l2-l4 posterior fusion with uss dual opening. When connecting the rods, he could not get the nut to engage on the right l4 7.0 x 50mm do screw. The surgeon attempted to engage five uss do nuts but the threads had stripped at the top of the screw. The surgeon replaced the 7.0 x 50mm screw with a 8.0 x 50mm do screw and attempted 2 more sets of nuts and collars but the nuts would still not engage the threads on the screw. The surgeon stripped the threads on the 8.0 x 50mm screw and replaced it with another 8.0 x 50mm screw after the bending of the rod in situ. When the surgeon removed the screw it was noticed that the guide stick was bent, and still remains on the screw. The procedure was reportedly completed with no harm to patient. This is 1 of 12 reports for this complaint.

Manufacturer narrative:
This device used for treatment and not diagnosis. This device was manufactured at (B)(4) and it is unknown at synthes (B)(4) according to which design version it was made. Therefore, and as the relevant dimensions cannot be verified anymore because of the above described damages. Based on the kind of deformation at the thread we assume that during use too much lateral stress was applied while the thread was inserted but the hexagon was not fully inserted into the screw head. By this the stress was applied onto the thread instead onto the hexagon. Next to that this was manufactured in the year 2003 and has an often and intense used appearance, which also speaks against a manufacturing fault. The product went to an engineer to be evaluated: the 388.612 is clearly bent at the internal threaded shaft. Attempting to apply a nut to the construct over this shaft could possibly lead to cross-threading of the nut on the screw as the axis is no longer aligned. It is not clear how or when the shaft was bent, but given the mis-alignment, cross-threading could occur which would be conducive to the difficulty experienced by the surgeon when attempting to place the nut. The materials were reviewed and are adequate for the devices intended use.

Event description:
This is 1 of 12 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. A review of the DHR indicates there was one mrr for thread (B)(4) for go gage not going. The entire lot was reworked, inspected and accepted. All other records indicate the product was manufactured to specifications. Device is an instrument